Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had an evaluation that was successful. Patient said they were in a study for 5 years and saw a "tech" once a month. Patient said the device helped w/ the frequency but not the urgency. Patient said no matter what they did the device didn't work right. Patient said they have a bladder spasm and they can't control what is in their bladder. Patient said because the device did not help w/ the urgency they started getting botox. Patient said the hcp said they would replace the device and put it in a better spot and swore the device was going to work better.  Patient said the last rep they saw said the botox is counter productive. Patient wanted to meet w/ a rep. Patient services reviewed rep's role and redirected to hcp. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.